Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". Medical conditions: denies fevers, vaginal dc, vaginal bleeding, nausea, vomiting, and constipation. Concomitant products included atorvastatin, ibuprofen, medroxyprogesterone acetate (depo provera), tramadol and vortioxetine hydrobromide (trintellix). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("psych injury, psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries /symptoms: weight gain"). The patient was treated with surgery (hysterectomy(full)/bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and weight increased had resolved and the anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2014. She received treatment for pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding) and weight gain. Insertion details:- hysteroscopic sterilization by essure. Whi ch was incomplete due to only being able to place one essure coil in the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received events "abnormal bleeding (vaginal), psychiatric problems condition: depression, anxiety and mental anguish,dysmenorrhea (cramping), device monitoring procedure not performed were added. Concomitant drug , reporter information and patient aka name were added. Patient demographics was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have weight increased ("other injuries /symptoms: weight gain"). The patient was treated with surgery (hysterectomy(full)/bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2014. She received treatment for pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding) and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Product indication and implant date were updated. Essure explant date added. Events- abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury and other injuries/symptoms: weight gain were added. Event outcome updated for: physical pain/pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.